Event description:
Reported due to balloon burst found during device analysis. Report received from analysis of the fox pta catheter that the balloon was torn into three (3) pieces. Reportedly, the physician was performing angioplasty on a "very calcified av (arteriovenous) fistula lesion" when the balloon burst. A piece broke away and had to be retrieved with a snare. It is unknown if another device was used to balloon the lesion. There were no adverse patient reactions as a result of this incident. Although requested, no additional information was provided.